Event description:
In 2005, the lay patient contacted lifescan (lfs) alleging that their one touch ultra smart meter was reading inaccurately high. The medical affairs specialist (mas) sent a letter to the patient, as she could not be contacted via phone. The patient said she obtained a result 600 mg/dl on the reported meter at 10:00 am while having no symptoms of high or low blood glucose level. She did not retest to see if the result was correct. She immediately took 5 units of humalog insulin, "which would usually lower my sugar by 300," she told the lfs customer service agent (csa). She tested with the meter again at 11:00 am; the result was 58 mg/dl; after testing, she disconnected her insulin pump and took some glucose tablets. She tested again at 11:15 am, obtaining a result of 48 mg/dl. Following this test, she said she passed out and was taken to the hospital and treated with an IV. She was admitted to the hospital around 12:00 pm. She was discharged from the hospital three days later. The following information was not provided: the patient's diabetes treatment regimen, insulin dosages taken prior to the time of concern, meter test results obtained prior to the 600 mg/dl result, results obtained at the hospital, the patient's admission diagnosis, specific treatment received at the hospital. The customer service agent (csa) confirmed that the patient used different test strips at the time of concern than the lot number recorded during the call to lfs. The csa discovered that the patient did not clean the puncture site correctly, which can contribute to inaccurate results. A control solution testt was not performed, as the patient was unable/unwilling to answer when the control solution had been opened. The meter, test strips, and control solution were replaced. The complaint is reported as an adverse event because the patient became hypoglycemic and passed out after taking insulin based on the reported meter reading of 600 mg/dl. The patient was asymptomatic when the result of 600 mg/dl; this result may have been erroneous, thereby contributing to the patient experiencing injury and medical intervention.